Event description:
The customer reported a leak from the probe of the coulter ac*t diff analyzer. The volume of the leak is unknown and the customer indicated that the leak was not contained within the instrument. The customer was not near the instrument at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed clogged diluent milli-pore filters which was creating a build-up of pressure in the diluter during startup cycle. The fse proceeded to replace the diluent filters and no further leaks were observed. Failure mode of the leak is attributed to the diluent filters. Beckman coulter internal identifier for this report is (B)(4).